Manufacturer narrative:
Additional information was received that the patient did not have pain at the incision site.

Event description:
A report was received that the patient developed site pain after surgery. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. It was reported that the revision was scheduled due to symptoms experienced after a non device related fall. The patient was doing well postoperatively.

Event description:
A report was received that the patient developed site pain after surgery. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient developed site pain after surgery. The patient will undergo a revision procedure.

Manufacturer narrative:
Device evaluation indicated that the device passed all tests performed. The source of the pocket pain was not determined. Current leakage tests verified no loss of electric current into the surrounding tissue. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Residual gas analysis verified that the device insulation was not compromised. The ipg revealed no anomalies.

Event description:
A report was received that the patient developed site pain after surgery. The patient will undergo a revision procedure.